Event description:
The user facility reported to terumo cardiovascular that the tubing connected to the inlet port of the centrifugal pump slipped off on two occasions. The first disconnect occurred prior to cardiopulmonary bypass surgery, and the second occurred during cardiopulmonary bypass surgery. The tubing was reconnected, the product was not changed out, there was 50-60ccs of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available. (B)(4).